Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that there was a pump problem. It was noted that telemetry confirmed a critical alarm occurred. It was reported that safe state occurred. It was noted that the pump was last refilled (B)(6) 2013. It was reported that the patient came in on (B)(6) 2014 for refill and upon interrogation the pump was in safe state and was running at minimum rate, 3.04 mcg/day. It was noted that the pump was programmed at 77 mcg/day at the last refill on (B)(6) 2013. It was reported that logs showed the safe state occurred (B)(6) 2014 at 14:55. It was noted that the patient had an x-ray of their abdomen on (B)(6) 2014. It was reported that no other treatment were performed that day. It was noted that there were only 8 entries in the logs. It was logs only had 7 entries from refill on (B)(6) 2013 and the safe state entry. It was reported that the patient appeared fine and there were no signs of therapy loss. It was noted that the patient is in nursing facility and had daily care. It was reported that they would try to program out of safe state and monitor patient during refill and after. It was noted that the patient was due for a replacement soon and elective replacement indicator (eri) was 10 months at the time of report. It was reported that the pump was used to infuse lioresal.